Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux procedure, when placing the anvil into the patient's pouch, a piece of the anvil's trocar broke off and fell into the patient. The piece was successfully retrieved near the spleen and the operation continued without incident. There was no patient injury.